Event description:
It was reported that the patient experienced a complex post-operative course and developed respiratory failure five days post-implant, requiring re-intubation due to risk of aspiration.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
On (B)(6) 2022 the patient underwent a tracheostomy placement for respiratory failure. On (B)(6) 2022 a percutaneous endoscopic gastrostomy (peg) tube was placed for nutritional support.

Manufacturer narrative:
A direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6) , and the reported respiratory failure could not conclusively be established through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) , and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 (hm3) left ventricular assist system (lvas) instructions for use (IFU) lists respiratory failure as an adverse event that may be associated with the use of the hm3 lvas. No further information was provided. The manufacturer is closing the file on this event.